Event description:
As reported, the patient developed an infection within the right total knee joint and presented to the hospital where the patient was scheduled for irrigation and debridement and a poly swap. Approximately one month and seven days post the initial total knee arthroplasty, the patient was revised. The joint was opened, debrided and irrigated well. The poly implant was swapped to a new one and antibiotics were placed locally within the joint. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 02-022-51-5015 truliant tib imp crc insert sz 5, 15mm. (B)(6) 02-020-13-0350 - truliant cr cem fem cr cem right sz 5. (B)(6) 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t. (B)(6) 200-02-35 - three peg patella 35mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, d6a, g2, g3, g4, h4, h1, h3, h6, h11. MDR section codes updated/corrected: b, c, d, g the reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.